Event description:
Pt had a left total elbow surgery last year. Over the past month or month and a half, they have noticed increasing pain, swelling and intermittent fever, and discharge from the elbow. They were admitted for removal of left elbow prosthesis. During the procedure the surgeon discovered the humeral component was loose and it was removed. Also the unlar component was removed.